Event description:
The facility representative reported a colleague infusion pump that "keeps alarming". It is unknown when or in which care area this event occurred. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction associated with this event. Baxter quality engineering determined this condition to be a depleted battery alarm caused by battery damage. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump which "keeps alarming" was confirmed during a review of the pump's event history. This event was not duplicated. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.